Manufacturer narrative:
Internal complaint trackwise #: (B)(4). Autonumber #: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a small hairlike white plastic or rubber shaving in tunnel. Harvester was able to retrieve the small shaving using the hemopro jaws. Harvester continued with case using the same hemopro device with no more issues. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a small hairlike white plastic or rubber shaving in tunnel. Harvester was able to retrieve the small shaving using the hemopro jaws. Harvester continued with case using the same hemopro device with no more issues. The hospital did not report any patient effects.